Event description:
Patient developed a thrombosis in ventricular assist device (vad). The patient has twice before developed vad thrombosis requiring pump exchanges. The patient was anticoagulated and was in therapeutic range when the most recent vad thrombosis developed. The patient is being medically managed but may need a pump exchange.